Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown circumstance. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown circumstance. No additional adverse patient effects were reported. Additional information received detailed this lead was explanted because it dislodged. No additional adverse patient effects were reported.